Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse confirmed the 22005 errors which affected the homing axis 2 -7. The fse replaced the master tool manipulator (mtm) to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the mtm and completed the failure analysis testing. The reported error of 22005 was unable to be reproduced, but was confirmed through the field error logs. Visual inspection was performed. The mtm was installed onto the system and powered up. A sine cycle and a test drive were performed with no issues identified. All tests performed via dte and matlab passed. There was no trouble found with the mtm during failure analysis testing. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. System log review: a review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: 22005 ¿ homing error on right master tool manipulator (mtmr), 23003 ¿ joint position limit mtmr axis 3, and 26005 ¿ the user disabled the mtmr 2. No image or video was provided for review. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the right mtm on the second surgeon side console (ssc) was not working. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed the right master tool manipulator (mtm) on the second surgeon side console (ssc) was not present. The customer informed the intuitive surgical, inc. (Isi) technical service engineer (tse) that the system was alarming out and then the arm stopped presenting. The tse reviewed system logs and found error 22005 homing errors on the right mtm 2 followed by the manipulator being disabled. After, the customer found a cord that might have been blocking the mtm from homing, but the customer was unable to power cycle the system as the surgeon was proceeding without the teaching ssc. The customer would try to power cycle the system at the completion of the case to try to resolve the issue. The procedure was continuing as planned with no reported injury. Isi followed up with the circulating nurse and obtained the following additional information: the circulating nurse stated that the reported issue occurred during a right robotic superior pulmonary segmentectomy procedure. It was stated that a system error was observed when connecting the system on initial power up. The circulating nurse informed they pressed a button to continue the system setup. However, five minutes into the procedure, while the system was docked and ports were placed, the fellow observed that they were not able to use one of the mtms on the ssc. The circulating nurse confirmed they called into technical support, but did not want to complete troubleshooting at the time and the surgeon elected to continue the case using one ssc. As of today, the circulating nurse confirmed they have not tried to restart the ssc to see if the error would clear. It was noted that the ssc was put aside until the field service engineer (fse) was available to service the system. There was no video/image available for review. The procedure was completed robotically with no patient injury or harm.